Manufacturer narrative:
Evaluation of the returned photograph depicted the involved device positioned next to an unused, intact device. The involved device was severed below where the foam head would have been. This type of damage is usually indicative of biting. Due to the lack of lot information, a product history record could not be reviewed. Per packaging instructions, it states, "do not allow patient to bite down on suction swab" and "use a bite block when performing oral care on patients with altered levels of consciousness, or those who cannot comprehend commands." The root cause of the reported condition cannot be determined at this time. Potential root cause could be due to not having a bite block in place.

Event description:
Report received of a swab disengagement due to biting. On (B)(6)2017, oral care was performed on an uncooperative male patient with a history of hypoxic brain injury post cardiac arrest. Reporter stated patient bit off the end of the suction swab and the nurse was unable to retrieve the disengaged piece due to the patient grinding his teeth and being uncooperative. Reporter stated patient swallowed the disengaged piece and it was found intact in the patient's stool on (B)(6)2017. Reporter stated no injury occurred to the patient or nurse who performed the oral care. Reporter stated adverse event occurred during initial use of the product and a bite block was not in place. Although requested, no additional information provided.